Manufacturer narrative:
The device was returned to olympus for evaluation. A full technical evaluation was completed in accordance with the OEM¿s specification. The technical evaluation has confirmed the customer specified fault of ¿unsupported scope.¿ excessive fluid ingress was apparent inside the endoscope connector triggering the pink moisture indicators throughout the plug body. The evaluator was unable to confirm how the fluid has entered the instrument; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. The device was serviced and returned to the user facility. This report will be supplemented when new and relevant information is received later.

Event description:
The user facility reported an error message ¿error 315¿ which means unsupported scope. This error message was observed during the maintenance of the device. There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: due to the following device handling, water invaded the scope connector, the electrical components were broken, and error message was displayed. The connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. Grounds for presumption: according to the device inspection result in investigation result 1-4, the following was confirmed. Leakage indicator inside of the scope connector discolored. Trace of water invasion. Leakage did not occur at the subject device. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image: the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.